Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was hospitalized four days for diabetic ketoacidosis. Customer declined troubleshooting the insulin pump since she was waiting for a new insulin pump. Customer stated she woke up with blood glucose of 400 mg/dl, ate breakfast, and then administered insulin. She stated she started to throw up and ended up laying on it and urinated on herself. She called the paramedics and was hospitalized. Customer stated blood glucose was 850 mg/dl at time of the 911 call and she was wearing the device. Customer is currently off the insulin pump and is on manual injections, but she is going to get back on the insulin pump. The device is not returning for further analysis.